Event description:
Customer stated they have experienced three needlesticks injuries after venipuncture in the last three months. Having problems with the needle sometimes not retracting all the way. Phlebotomists hear the click and then they notice the needle is still out just a tiny bit.

Manufacturer narrative:
No defect could be found on customer returned samples. Organized site visit and user retraining by sales rep.